Event description:
The patient had back surgery and during the surgery the surgeon accidently cut the catheter. The surgeon then removed the spinal segment and tied off the remaining portion of the pump segment. The pump was then programmed to minimum rate until the catheter could be repaired. The repair surgery was forthcoming; the date was unknown by this reporter. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Per the patient, the catheter was purposely cut during the spine surgery. The patient "almost died because the medication went into her system". The patient had been in pain since the surgery and was "really sick". The pump "fell down and is hanging in the stomach". After the surgery, the managing physician did a drug test and she tested positive for illicit drugs. Per the patient the medication was given to her at the surgery. She had a drug test done the next day by recommendation of her attorney and it was negative. The patient was dismissed by her physician and was looking for a physician to repair the system so that she could continue with intrathecal therapy. The patient was taking oral oxycodone 30 mg.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).